Event description:
It was reported the patient's personal therapy manager (ptm) was denying boluses. The ptm would freeze and when a bolus was requested, it would show a wait time of between 5 minutes to 3 hours. It was reported, if the patient turned off their 'stim' and turned it back on, the ptm would deliver a bolus. The ptm started to occur after the patient's last refill on 2014-(B)(6). The patient was on a 12-hour rolling clock and stated they always had the same schedule; 9am, 12pm, 3pm, 6pm, 9pm and 3am. The patient was scheduled for 5 boluses with a 2.5 hour wait between each bolus. The outcome of the event was not reported. The pump was used to deliver baclofen, dilaudid and marcaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8711, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. Product ID 85 90-1, lot# n216776, implanted: 2009-(B)(6), product type accessory. Product ID 8832, product type programmer, patient. (B)(4).